Event description:
It was reported that the guidewire got stuck inside the thin-wall needle during an attempt to place the devices. The needle and wire were removed together from the patient and no injury occurred. After the components were removed from the patient, the physician attempted to remove the guidewire from the needle "forcibly" and the guidewire was damaged.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
One triple lumen presep catheter with various components was returned for evaluation. The guidewire was received damaged. The returned guidewire had a broken weld on the 'j' tip end and the outer coil wire was unraveled over a 17cm area. This condition may occur if the 18 gauge needle is not in the correct orientation (arrow up) indicating that the needle bevel is also up making it less likely to catch on the guidewire. Due to the wire being removed from the needle it was unable to determine the cause of the wire becoming stuck. A new guidewire was passed through the returned needle without any restrictions observed. Per the IFU "the guidewire should never be forced, if difficulty is met during insertion of the guidewire, completely remove the guidewire and reattempt insertion." Visual examinations were performed at 10x magnification and with the unaided eyes. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that some procedural factors may have contributed to the event. No actions will be taken at this time.